Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during a pt event. There was a negative pt outcome. At this time it is unclear if the device was a factor in the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported a failure to discharge during a pt event. There was a negative pt outcome. At this time it is unclear if the device was a factor in the pt outcome.